Event description:
It was later identified in the patient registration database that the patient was deceased. No further information was obtained.

Event description:
It was reported that the patient indicated that the device patient alert had been toning for approximately two weeks. Follow up is in process for additional information. The device remains in use. No patient complications have been reported as a result of thisevent.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 5076 implantable pacing lead - (B)(6) 2004, 4194 implantable pacing lead - (B)(6) 2012. (B)(4).

Manufacturer narrative:
Attempt(s) for additional information were unsuccessful with the physician. However, if requested additional information is subsequently received it would be processed and considered accordingly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.